Manufacturer narrative:
A ge service rep performed an on site investigation. The on/off key was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system failed to boot to a usable state due to broken on/off key. No pt serious injury or death was reported related to this event.